Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure no issues were noted when implanting this right ventricular (rv) lead when it comes to the measurements values. However, visual inspection noted that the lead had insulation damage which was noted prior to connecting the lead to the device, thus this lead was surgically abandoned and remains in the patient while a new lead was implanted. No adverse patient effects were reported.